Event description:
It was reported that about a year prior a patient was ¿scanned¿ and the pump released all the medication. The drug delivered by the pump was unknown. It was later reported that the practice did not know of any patient that had ever experienced the mediation coming out of their device after an MRI. It was noted that it was not a patient of this healthcare provider.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).